Event description:
It was reported that a basal bolus infusor leaked morphine. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between february 5, 2013 and february 7, 2013. The sample was not returned for evaluation, therefore the reported condition could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.